Manufacturer narrative:
The customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible.

Event description:
The caller, patient self tester's wife (B)(6), alleged a variance between the inratio inr result in comparison to the laboratory inr result. The caller was unable to provide the exact date that this variance occurred but said it was approximately 1-2 months ago. The results were as follows: inratio=1.8 and lab inr=3.5. Patient had taken lovenox approximately 2 months prior to the reported event. Patient's wife was not sure if her husband was on lovenox at the time of the testing.